Event description:
Vasoview hemopro endoscopic vessel harvesting system harvesting tool tip broke off during vein harvesting in the left leg. The physician's assistant searched with a scope to find the pieces. Five pieces were found but we believe there may be retained fragments in the patient's leg. Manufacturer response for endoscopic vessel harvesting system, vasoview hemopro endoscopic vessel harvesting system (per site reporter). Would like the device for evaluation.